Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion seal. Functional testing was able to duplicate the reported problem. The downstream occlusion seal was replaced, and the software was upgraded. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was that there was a "reparation + upgrade software v4" issue. There was unknown patient involvement. The device evaluation found a damaged/detached downstream occlusion seal.